Manufacturer narrative:
Patient information has been requested. The computer was replaced. On 5/11//2017 a medtronic representative on site was able to replicate the reported event. The cranial software was uninstalled and there was no change. The spine software functioned correctly. On 06/07/2017 the device was been received and analysis is in progress.

Event description:
A medtronic representative reported that while during a cranial resection procedure, the navigation system was allegedly unresponsive. It was reported that it was taking 20 minutes to get from the patient to navigate. There was no delay in therapy reported and there was no impact on patient outcome.

Manufacturer narrative:
The analysis on the suspect computer of the navigation system was completed by medtronic personnel. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Additional information: patient demographic information now provided in appropriate fields.

Manufacturer narrative:
The suspect computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the hard drive on the computer had 3 bad blocks. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.